Manufacturer narrative:
The reported event of the stylet could not remove/insert was confirmed. As received, a complete lead was returned in one piece. The lead was evaluated with the stylet and found restriction/obstruction due to the inner coil clogged with dried blood. The cause of the reported event was isolated to the inner coil clogged with blood.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an initial implant procedure, there was difficulties with stylet insertion noted on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was in stable condition.